Event description:
It was reported to boston scientific corporation that an trapezoid rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, device was inspected prior to use and no anomalies were noted. During the procedure while advancing the lithotripter basket through the bile duct, the tip of the basket detached prematurely. The detached tip was left inside the patient to pass on its own. A stent was implanted thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of tip detached prematurely. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.